Event description:
The patient contacted animas on (B)(6) 2012 reporting that the down arrow button was intermittently unresponsive for over a month. The patient stated that the button required multiple presses in the right spot to get a response. The patient reportedly wore the pump attached to a belt and cleaned the pump with water and a q-tip. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast, up, and down arrow buttons were intermittently responsive. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.